Event description:
It was reported that the patient was no longer able to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five years prior to the date manufacturer became aware of the event.